Event description:
It was reported that during routine follow up visit, the implantable cardioverter defibrillator (ICD) was found to be depleting faster than expected. The patient was seen six months ago and the longevity remaining was about two years. At the most recent follow up, however, the device reached explant status. In addition, the patient reported hearing beeping tones. Upon device interrogation, it was found that the beeper was turned off for this device. The patient was scheduled for a generator change out procedure. During the change out procedure, prior to the operation, the physician performed an x-ray to check device and lead placement. It was reported that the superior vena cava (svc) coil was pulled down the subclavian artery, therefore, the physician wanted to perform a defibrillation threshold (dft) test to ensure lead therapy would not be impacted due to current location. It was reported that while performing the dft test, a 31 joule (j) shock was delivered, but did not terminate the arrhythmia, therefore, the device charged to deliver a 41j shock, but while charging, code 1004 was triggered due to low out of range shock impedance measurement, measuring less than 20 ohms at the time of shock, therefore was unable to deliver the 41 j shock. The patient was externally shocked and the vf was successfully terminated. Technical services (ts) was consulted and recommended the device and rv lead be replaced as therapy may be compromised. Subsequently, the patient was transferred to another hospital for the a scheduled rv lead replacement. At this time, it is unknown when the device replacement procedure will be scheduled. Evidence suggests the device system remains in service at this time. No additional adverse patient effects were reported.